Event description:
During pump and catheter implant, the tip of the catheter was fractured while withdrawing the needle after insertion at l3/l4. They were unable to remove the fractured piece. Another catheter was inserted. The pt was reported to be "doing fine" following implant.

Manufacturer narrative:
(B)(4).